Event description:
The customer reported that they experienced issues with retrieving images related to the version 30 software upgrade and associated save and swap issue. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation and discussed with the customer about waiting until the save icon comes up before swapping the image during the service call. The system was tested and found to be working as intended and put back into service.